Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed to power on. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During the evaluation an error code related to the charging of the internal battery and a "service required" alarm condition was observed. The device's power supply and oxygen blending module board need to be replaced to address the issues.